Manufacturer narrative:
The patient's attorney alleges that a couple of years post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of perfix plug, patient had pain and was diagnosed with hernia recurrence thereby underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2014: patient was diagnosed with large left inguinal hernia and underwent open repair with perfix plug (device #1). Per the operative notes, "a direct sac along with a very large lipoma of the cord was excised. Divided the large direct hernia, then a large perfix plug (device #1) and overlying mesh was used and sutured¿. On (B)(6) 2015 to on (B)(6) 2016: patient frequently visited hospital due to pain at the left and right lower quadrant, swelling. On (B)(6) 2016: patient was diagnosed with right inguinal hernia thereby underwent open repair followed by explant of left inguinal mesh (device #1). Per the operative notes, "had 3 distinct direct hernias not associated with spermatic cord. The right medial one was closed, put a medium phasix mesh plug (device #2) in. I then cut the overlay mesh out and related in his entire inguinal floor with phasix mesh (device #2). Left groin scar tissue dissected down. On opening the inguinal canal, I began by taking out his old overlay mesh holding in place and an extra-large perfix plug (device #1) which I removed. I then placed a large phasix mesh (device #3) plug through the hernia defect and then took the overlay mesh (device #3) laid in left inguinal floor¿. Attorney alleges that the patient had mesh migration, nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had incontinence and underwent exploration surgery on (B)(6) 2016 for chronic left groin pain.

Manufacturer narrative:
The patient's attorney alleges that a couple of years post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.